Event description:
Unkdrug/diluent: marcaine 0.25%. Fill volume: 300ml. Flow rate: 5ml/hr. Procedure: open rotator cuff tear. Open distal clavicle resection. Open acromioplasty with bursectomy. Separate incisions video arthroscopy. Debridement of glenoid labrum. Insertion of pain pump. Cathplace: subacromial space. Patient alleges cartilage damge in left shoulder following placement of an I-flow on-q painbuster, pm014-a, after surgery on (B)(6) /2007.

Manufacturer narrative:
Method: no product was returned for evaluation and investigation. Results: the information contained is from legal documents served on I-flow, llc. The complaint was opened, so that a medical device report (MDR) can be filed with the us food and drug adminstration. No further investigation will be conducted. Conclusion: as this complaint was created from a lawsuit served on I-flow or the threat of a lawsuit, no customer contact can be made at this time due to the pending or threatened litigation." As of 11/09/2006 I-flow updated the on-q pump directions for use (dfu), to include the following in the warnings section: "avoid placing the catheter in joint spaces. Although there is no definitive established causal relationship, some literature has shown a possible association between continuous intra-articular infusions (particularly with bupivacaine) and the subsequent development of chondrolysis." (Dfu 1307011). On 08/018/2007, I-flow has also prepared a technical bulletin entitled " what we know about chondrolysis today". (1303722, rev.e).